Event description:
It was reported that during a procedure the tps bi-directional footswitch caused the core impaction drill to continue to run when the foot pedal was no longer pressed. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection damage to the motor pins and spindle housing were found.

Event description:
It was reported that during a procedure the core impaction drill continued to run when the foot pedal was no longer pressed. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
Update to the summary to include the tps bi-directional footswitch. Update to the product code and common device name from the core impaction drill to the tps bi-directional footswitch. Concomitant medical products: added the core impaction drill as concomitant. Manufacturing date updated to reflect the tps bi-directional footswitch. Upon visual inspection, the device was found to have a damaged connection plug.